Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 187 mg/dl. The customer reported that the pump turned off. The customer is on the back-up plan. The customer stated that the drive support cap is loose. The customer stated that the pump was not dropped or bumped. The customer stated that the reservoir was changed once per month.